Event description:
It was observed that during device evaluation, the halogen light source had intermittent power. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number provided was wrong. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the cause is poor contact of the inter cross switch (it is a safety equipment installed in front of the power switch). Olympus will continue to monitor field performance for this device.